Event description:
The patient is pursuing a product liability claim arising out of the use of an unknown winterthur hip product. There is no additional information available at this time.

Manufacturer narrative:
Additional information was received on 07/16/2015. It has been informed that this case is a duplicate of an existing case (same patient) (B)(4) (MFR report: 9613350-2015-00790) which is arising a legal claim of the durom acetabular component. Zimmer (B)(4) will invalidate this case from the system. Please invalidate this case. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. A cause for this specific event cannot be ascertained from the information provided. Should additional information becomes available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).